Event description:
Information rec'd indicates the head section is drifting down.

Manufacturer narrative:
The technician found the gas spring was not holding. The technician replaced the gas spring to repair the stretcher.